Event description:
Customer alleges discrepant results with meter compared to lab. All results done within about an hour or less of each other. Pt's target therapeutic range is 2.0-3.0 results occurred across two lots, but customer only had his current lot number.

Manufacturer narrative:
Investigation pending.